Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited a sensing variation anomaly. Additionally the left ventricular lead exhibited high capture threshold. No intervention was performed. The patient was asymptomatic and would continue to be monitored.